Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon detachment occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation, it was noted that the balloon part became separated while attempting to remove the protective cap. It was hard and the air was pulled out several times. The procedure was completed with another of the same device. No patient complications were reported.